Event description:
It was reported that during a da vinci-assisted extended totally extraperitoneal repair (etep) incisional hernia surgical procedure, the clinical sales representative informed the technical support engineer (tse) that the tip covers slid off the monopolar curved scissor (mcs) instrument during both cases from the previous day. The csr stated that they were not using any lube to install the cover. The csr would monitor on cases that day and call back. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the tip cover accessory be returned for failure analysis testing. As of the date of this report, the product has not yet been received.